Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary (B)(4) the full lead was returned where it was discovered that the shaft seal was out of position. There was blood/body fluid in/on the helix mechanism. Evaluation summary (B)(4) shaft seal out of position (B)(4) full lead

Event description:
It was reported that at implant attempt the physician had trouble extending the helix. The physician delivered twelve rotations and got a high impedance. The physician completed eight additional rotations and impedance had come down but was still high. The physician removed and tested the lead outside the patient's body. After more than thirty rotations, the helix did not extend gradually but "jumped" out. The lead was replaced with another lead. No patient complications were reported as a result of this event.